Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that a virtuosaph device would not work when connected to the diathermy machine. As per the user facility, one of their virtuosaph device would not work when connected to the valley labs force fx diathermy machine. The dissection was completed without issue however after harvesting a few branches the harvester stopped working. The diathermy machine was swapped out to the covidien force triad slr to rule out the diathermy machine. However, again, the harvester would not work. The foot pedal was also checked and swapped. A second vsp (virtuosaph plus) device was then opened from the same lot number however the hospital had the same issue as before and the harvester did not work. Additionally, they added 30 minutes to the overall procedure time. As this was then significantly delaying the procedure the decision was made to open the patient's leg to remove the vein, as a result, there was an approximately 100 ml of blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 12, 2024. D4 (additional device information - added exp date). D9 (updated device availability). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (updated device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned samples (2) were inspected upon receipt with no visual anomalies observed. Both samples were electrically tested, and electrical resistances were found to be stable and within product specifications. The returned samples were then setup with an endoscope, syndaver and an olympus generator. Both samples were used to cut branches in the syndaver with no issues. During the manufacturing process, the v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.